Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow up, it was reported that ceftriaxone was discontinued 18 days after initiation and the dose of meropenem was changed to 1 gram per day. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized and was treated with meropenem injection (500mg, per day, intravenous, for nine days, discontinued) and ceftriaxone injection (2gm, per day, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.